Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was treated with vancomycin 1gm (stat dose), injection meropenem 1gm (once a day) and injection amikacin 500mg (2 times a day) for peritonitis. Treatment with antibiotics was ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.